Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported fifteen days post implant by the patient that during their implant surgery their lung had been punctured causing pain and requiring pain management drugs. The patient¿s right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.